Event description:
I can not stand this life of suffering caused by lasik surgery. Dry eye and ocular pain causes me unable to read or write. I lost my studies and work because I am no longer able to work. My life is very difficult. Please help!!